Event description:
It was reported that during unpackaging, and prior to prep, the protective balloon sheath of a 3.5 x 15 nc trek rx balloon dilatation catheter (bdc) was difficult to remove. Force was applied, in an axial direction, to remove the sheath, then it was noted that the proximal balloon seal area appeared to be stretched. Another nc trek bdc was used to complete the procedure. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided. Returned goods lab received the device with a separated inner member in the distal balloon area near the proximal balloon marker and a stretched and separated proximal balloon marker band. No additional information was provided by the site regarding the separated inner member.

Manufacturer narrative:
(B)(4)during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device was returned for evaluation. The investigation is not yet complete. A follow-up report will be filed with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, the protective balloon sheath was not returned. Visual inspection and dimensional measurements of the returned device confirmed the reported difficulty removing the sheath and subsequent stretched proximal balloon seal. A stretched and separated inner member and proximal balloon marker band noted during the device evaluation also appeared to be the result of the difficulty removing the protective sheath. Based on an expanded investigation, a product issue related to difficulty removing the protective balloon sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent recurrence of this issue.